Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was rescheduled and completed in another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system failed to emit x-rays. A review of the system logfile by rse confirmed the reported issue. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the flat detector controller system interface box (fdcsib) did not pass power on self-test (post) and was displaying an error. The fse worked with national support specialist (nss) and verified fdcsib x1 had 24v and when plugged in, fdcsib seemed to boot but was not seen on the system. To resolve the issue, the fse replaced the fdcsib, corrected system mains resistance settings as per bu and nss recommendations and performed generator calibrations. After replacement and necessary calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.